Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Further investigation of the complaint is not possible. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the customer tried to clean the three-way stopcock at the connection by bleeding the cleaning air according to the procedure manual. However, it did not rotate. The device was tilted rather than properly installed, and the situation of non-rotation continued several times. The customer tried to repair it by using forceps, but there was a risk of damage, so the new product was used. The patient had no health problems and the surgery was completed without any problems. No injury reported.